Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensor and blood glucose level readings. The customer experienced a low blood glucose level of over 40 mg/dl. The customer has gastroparesis and it causes her low blood glucose levels. The customer received predicted low alarms but her blood glucose level would be 100 mg/dl or 150 mg/dl. The device was not returned.